Event description:
It was reported that during the c.a.b.g., radial artery harvesting prodcedure, the doctor used the coagulating shears to dissect the radial artery. After 5-15 minutes the instruments displayed an error message. There was no patient consequence.